Event description:
It was reported that the pt presented with decreased in vision due to asymmetrical lens vaulting observed 11 weeks following implantation of the iol. Lens repositioning was performed one week later and capsular tension ring (ctr) was placed. The surgeon indicated that in his opinion the most likely cause of the event was capsular fibrosis. The pt prognosis is good. This report pertains to the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.